Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR reference report: 3006705815-2019-01350. It was reported that the patient is not receiving adequate pain relief due to lead migration. Migration was confirmed with x-ray. The patient was reprogrammed without success. As a result, surgical intervention may take place.

Event description:
Manufacturer reference report: 3006705815-2019-01350. It was reported that the lead was explanted and replaced on (B)(6) 2019. It is unknown which lead was explanted, so both are being reported. The patient has effective therapy post operatively.